Manufacturer narrative:
(B)(4). The device has been returned; however, the investigation is not yet complete. A follow-up report will submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver cause was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a recessed battery cable connector.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was hot to the touch. No additional event or patient information is available.